Event description:
Reporter alleged blood glucose device read 545 at 4:32 pm and a retest of 578 mg/dl at 4:34 pm so went to the doctor. It was reported when going to the doctor fifteen minutes later their meter read 214/217 mg/dl compared to the 578 mg/dl result. No treatment was reportedly received however customer stated taking 20 units of insulin when arriving home from the doctor.a request was made for the return of the suspect device and replacement product was sent.